Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the sliding of the block from the rod verifier may come from a combination of dimensions at the lower limit of specification (but still within specification) and wear of the locking mechanism during repetitive usage. Wear may be accelerated when the locking button is not fully pushed when the user adjusts the position of the block. The sliding of the block may also occur when the user pushes inadvertently the locking button during the manipulation of the rod verifier. The handling feature of the rod inserters is working as intended. The ¿un-hold¿ of the rod by the rod inserter may come from one of the following hypothesis: - the rod locking lever of the rod inserter may not be fully opened to allow the correct insertion of the rod, - the rod is not fully inserted in the rod inserter shaft before the closure of the rod locking lever - a combination of both no deviation or no non-conformance to specifications has been recorded for the rod inserters with lot numbers sa08m045 and sa08a029; and for the rod verifier with lot number dc09f101.

Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that the rod inserters did not securely hold the rod and therefore the rod disengaged from the inserter insitu. Anesthesia time was extended; however, the procedure was able to be completed. No complications were noted and no further details are known at this time.